Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2018 with the following findings: a review of the black box showed the pump had rebooted. No damage was found to the battery compartment. The battery cap was not returned with the pump for investigation. The test cap was used for investigation steps. The test battery cap was able to attach securely to the pump, and the pump was exercised for 24 hours with no power issues occurring. A leak was found in the audio bolus button. The pump was opened and moisture damage was found on the printed circuit board. The alleged no power issue was not duplicated during investigation. The moisture ingress allegation was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture was located behind the keypad and that the pump experienced no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.